Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window. The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The motor home switch was found with corrosion.

Event description:
The customer reported receiving an aa35 alarm from the insulin pump that would not clear. During troubleshooting with the helpline the insulin pump could not complete the displacement test because the aa35 alarm would not clear. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 85 mg/dl. No further information was provided.